Event description:
It was reported that during a meniscus repair procedure, the t2 implant of a ultra fast-fix device was stuck and could not be deployed. The t1 implant was left secured in the patient. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that the t1, t2, and suture were not returned. The needle assembly was bent. The depth tube has been trimmed. Bio debris was present in the channel. A functional evaluation showed the actuator could be deployed to the dimple as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.